Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control as well as a photographic inspection of the device was conducted during the investigation. The actual complaint device was not received for evaluation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a photograph of the complaint device was inspected. The photograph clearly showed sheath shaft separation towards the distal end of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a below the knee angiogram, the flexor high-flex ansel guiding sheath separated near the distal tip. The separation occurred at the end of the procedure while retracting the sheath before closing. The vessel was not highly calcified. The complaint device remained together during the retraction because it was removed slowly and carefully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information was received from the customer. The devices which was being utilized through the sheath were compatible balloons (exact type unspecified - size 4-5 mm diameter), and a contralateral, femoral approach was employed. The reported separation occurred during the removal of the device, and the patient did not have any tortuous or calcified anatomy. The customer re-confirmed that the device is unavailable for return and evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.